Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated screen was scuffed up and hard to red information. Customer stated insulin pump did into accept new battery. Customer stated insulin squirted out during priming, had no delivery alarm and rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.